Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device (location of device: missing)") and pregnancy with contraceptive device ("post-implant pregnancy (no complications)") in a 24-year-old female patient (gravida 5, para 4) who had essure (batch no. D13386) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida (05 pregnancies), molar pregnancy (d+c to remove it) in 2012, parity 4, parity 4 (04 live births) and acute upper respiratory tract infection. Previously administered products included for birth control: depo shot on (B)(6) 2015 and nuvaring from (B)(6) 2015. Concurrent conditions included family history of cardiovascular disorder (family history of blood clots and other heart disease), familial risk factor (family history of parkinson's disease), family history of cancer and smoker. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain/ weekly moderate low pelvic pain"), furuncle ("boils"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). On (B)(6) 2016, 3 months 25 days after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on 21-jun-2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, menstrual disorder, pelvic pain, menorrhagia, vaginal haemorrhage, furuncle, migraine, headache, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue and alopecia had not resolved. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2017. 3798.84g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered alopecia, bladder disorder, device dislocation, dysmenorrhoea, fatigue, furuncle, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: in the plaintiff fact sheet (pfs) that she was planning to remove the missing coil. In the medical records (mr) it was mentioned that both tubal ostia were clearly seen and the essure device was placed through the hysteroscopy into first the right tube with 9 coils trailing and then into the left tube with 0 coils trailing. Both devices deployed easily. Both tubal coils were identified prior to the dye being injected and were properly positioned. No evidence of spill in the either tube was seen. The patient tolerated the procedure well and there was no bleeding. There was some bleeding from one of the tenaculum sites, which was then clamped with ring forceps and good hemostasis was clearly identified. She was discharged home in stable condition. On 19-sep-2016 the patient had 75% of her right coil into the uterine cavity. This could be a reason why the patient ended up with a pregnancy that was intrauterine. Her pregnancy course was completely uncomplicated. She was very healthy and remained very healthy and elected to have an induction at 39 weeks on 06-may-2017. She had IV pitocin augmentation. On 21-jun-2017 the physician was not able to identify explant in the right tube, could not see it anywhere in the pelvis. No signs of perforation. In fact, on the hysterosalpingogram it showed that it was not far enough in to the tube so it likely fell out during the removal of the placenta during delivery, and then the subsequent bleeding afterwards. They will obtain a postoperative x-ray of the pelvis to assure that there was not any other evidence of explants outside of the uterus or outside of the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral tubal occlusion. Pregnancy test - on (B)(6) 2016: positive for pregnancy. Ultrasound scan - on an unknown date: positive for pregnancy. Hysterosalpingogram (hsg): on 30-dec-2015 (cont.) - the right coil is proximally positioned; the coil shows only approximately 25% extending into the fallopian tube, with approximately 75% the length of the coil extending into the uterine cavity. Left micro-insert was satisfactory positioned within the fallopian tube. Total laparoscopic bilateral salpingectomy and removal of essure explant: on (B)(6) 2017 - no essure in right tube. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menometrorrhagia, pregnancy with contraceptive device and device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device (location of device: missing)") and pregnancy with contraceptive device ("post-implant pregnancy (no complications)") in a 25-year-old female patient (gravida 5, para 4) who had essure (batch no. D13386) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida (05 pregnancies), molar pregnancy (d+c to remove it) in 2012, parity 4, live birth (04 live births) and acute upper respiratory tract infection. Previously administered products included for birth control: depo shot on (B)(6) 2015 and nuvaring from (B)(6) 2015. Concurrent conditions included family history of cardiovascular disorder (family history of blood clots and other heart disease), familial risk factor (family history of parkinson's disease), family history of cancer and smoker. Concomitant products included paracetamol (acetaminophen) since 8-oct-2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain/ weekly moderate low pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), furuncle ("boils"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, menstrual disorder, pelvic pain, menorrhagia, vaginal haemorrhage, furuncle, migraine, headache, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue and alopecia had not resolved. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2017. 3798.84g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered alopecia, bladder disorder, device dislocation, dysmenorrhoea, fatigue, furuncle, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: in the plaintiff fact sheet (pfs) that she was planning to remove the missing coil. In the medical records (mr) it was mentioned that both tubal ostia were clearly seen and the essure device was placed through the hysteroscopy into first the right tube with 9 coils trailing and then into the left tube with 0 coils trailing. Both devices deployed easily. Both tubal coils were identified prior to the dye being injected and were properly positioned. No evidence of spill in the either tube was seen. The patient tolerated the procedure well and there was no bleeding. There was some bleeding from one of the tenaculum sites, which was then clamped with ring forceps and good hemostasis was clearly identified. She was discharged home in stable condition. On (B)(6) 2016 the patient had 75% of her right coil into the uterine cavity. This could be a reason why the patient ended up with a pregnancy that was intrauterine. Her pregnancy course was completely uncomplicated. She was very healthy and remained very healthy and elected to have an induction at 39 weeks on (B)(6) 2017. She had IV pitocin augmentation. On (B)(6) 2017 the physician was not able to identify explant in the right tube, could not see it anywhere in the pelvis. No signs of perforation. In fact, on the hysterosalpingogram it showed that it was not far enough in to the tube so it likely fell out during the removal of the placenta during delivery, and then the subsequent bleeding afterwards. They will obtain a postoperative x-ray of the pelvis to assure that there was not any other evidence of explants outside of the uterus or outside of the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral tubal occlusion. Pregnancy test - on (B)(6) 2016: positive for pregnancy. Ultrasound scan - on an unknown date: positive for pregnancy. Hysterosalpingogram (hsg): on (B)(6) 2015 (cont.) - the right coil is proximally positioned; the coil shows only approximately 25% extending into the fallopian tube, with approximately 75% the length of the coil extending into the uterine cavity. Left micro-insert was satisfactory positioned within the fallopian tube. Total laparoscopic bilateral salpingectomy and removal of essure explant: on (B)(6) 2017 - no essure in right tube. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menometrorrhagia, pregnancy with contraceptive device and device dislocation. Most recent follow-up information incorporated above includes: on 22-may-2018: plaintiff fact sheet and medical records ¿ new reporters (case became medically confirmed); plaintiff¿s demographic data; relevant medical history (family history of blood clots, other heart disease, parkinson's disease, and lung cancer); historical drug (depo shot and nuvaring); concomitant drug (acetaminophen); essure lot number (d13386); essure insertion date (B)(6) 2015); essure removal date ((B)(6) 2017); pregnancy outcome (live birth without complications); delivery type (vaginal delivery); new events (abnormal bleeding (vaginal, menorrhagia), boils, migraines / headaches, bladder or urinary problems or changes, dysmenorrhea (cramping), fatigue, and hair loss); onset date of events post-implant pregnancy ((B)(6) 2016), migration of essure device (location of device: missing) ((B)(6) 2017), and low pelvic pain ((B)(6) 2015); outcome of adverse events (not resolved); exams; essure removal method (hysterectomy with bilateral salpingectomy); and essure insertion/removal details. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and pregnancy with contraceptive device ("post-implant pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and pelvic pain ("severe pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy). At the time of the report, the device dislocation, pregnancy with contraceptive device, menstrual disorder and pelvic pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff underwent hysterectomy due to complications from the essure device. Plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: confirmed essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device (location of device: missing)') in a 24-year-old female patient who had essure (batch no. D13386) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included molar pregnancy (d+c to remove it) in 2012, multigravida (05 pregnancies), parity 4, parity 4 (((B)(6) 2010, (B)(6) 2013, (B)(6) 2015, (B)(6) 2017)) and acute upper respiratory tract infection. Previously administered products included for birth control: depo shot on (B)(6) 2015 and nuvaring from (B)(6) 2015 to (B)(6) 2015. Concurrent conditions included family history of cardiovascular disorder (family history of blood clots and other heart disease), familial risk factor (family history of parkinson's disease), family history of cancer and smoker. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain/ weekly moderate low pelvic pain"), furuncle ("boils"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"), 3 months 25 days after insertion of essure. On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy (no complications)"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, menstrual disorder, menorrhagia, vaginal haemorrhage, furuncle, migraine, headache, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue and alopecia had not resolved, the pelvic pain, metrorrhagia and genital haemorrhage had resolved and the psychological trauma outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2017. 3798.84g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered alopecia, bladder disorder, device dislocation, dysmenorrhoea, fatigue, furuncle, genital haemorrhage, headache, menorrhagia, menstrual disorder, metrorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: in the plaintiff fact sheet (pfs) that she was planning to remove the missing coil. In the medical records (mr) it was mentioned that both tubal ostia were clearly seen and the essure device was placed through the hysteroscopy into first the right tube with 9 coils trailing and then into the left tube with 0 coils trailing. Both devices deployed easily. Both tubal coils were identified prior to the dye being injected and were properly positioned. No evidence of spill in the either tube was seen. The patient tolerated the procedure well and there was no bleeding. There was some bleeding from one of the tenaculum sites, which was then clamped with ring forceps and good hemostasis was clearly identified. She was discharged home in stable condition. On (B)(6) 2016 the patient had 75% of her right coil into the uterine cavity. This could be a reason why the patient ended up with a pregnancy that was intrauterine. Her pregnancy course was completely uncomplicated. She was very healthy and remained very healthy and elected to have an induction at 39 weeks on (B)(6) 2017. She had IV pitocin augmentation. On (B)(6) 2017 the physician was not able to identify explant in the right tube, could not see it anywhere in the pelvis. No signs of perforation. In fact, on the hysterosalpingogram it showed that it was not far enough in to the tube so it likely fell out during the removal of the placenta during delivery, and then the subsequent bleeding afterwards. They will obtain a postoperative x-ray of the pelvis to assure that there was not any other evidence of explants outside of the uterus or outside of the tubes. She received treatment for events pain and bleeding. Plaintiff received treatment for bleeding . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: bilateral tubal occlusion.. Pregnancy test - on (B)(6) 2016: results: positive for pregnancy.. Ultrasound scan - on an unknown date: results: positive for pregnancy. Diagnostic results: hysterosalpingogram (hsg): on (B)(6) 2015 (cont.) - the right coil is proximally positioned; the coil shows only approximately 25% extending into the fallopian tube, with approximately 75% the length of the coil extending into the uterine cavity. Left micro-insert was satisfactory positioned within the fallopian tube. Total laparoscopic bilateral salpingectomy and removal of essure explant: on (B)(6) 2017 - no essure in right tube. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menometrorrhagia, pregnancy with contraceptive device and device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2021: mr received. Reporters information were added.fu received.no new significant change made in medical context of case. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device (location of device: missing) in a 24-year-old female patient who had essure (batch no. D13386) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included molar pregnancy (d+c to remove it) in 2012, multigravida (05 pregnancies), parity 4, parity 4 (B)(6) 2010, (B)(6) 2013, (B)(6) 2015, (B)(6) 2017) and acute upper respiratory tract infection. Previously administered products included for birth control: depo shot on (B)(6) 2015 and nuvaring from (B)(6) 2015. Concurrent conditions included family history of cardiovascular disorder (family history of blood clots and other heart disease), familial risk factor (family history of parkinson's disease), family history of cancer and smoker. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain/ weekly moderate low pelvic pain"), furuncle ("boils"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia"), vaginal hamorrhage ("abnormal bleeding (vaginal") and fatigue ("fatigue"), 3 months 25 days after insertion of essure. On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy (no complications"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury") and genital hemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, menstrual disorder, menorrhagia, vaginal hemorrhage, furuncle, migraine, headache, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue and alopecia had not resolved, the pelvic pain, metrorrhagia and genital hemorrhage had resolved and the psychological trauma outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2017. 3798.84g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered alopecia, bladder disorder, device dislocation, dysmenorrhoea, fatigue, furuncle, genital hemorrhage, headache, menorrhagia, menstrual disorder, metrorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder and vaginal hemorrhage to be related to essure. The reporter commented: in the plaintiff fact sheet (pfs) that she was planning to remove the missing coil. In the medical records (mr) it was mentioned that both tubal ostia were clearly seen and the essure device was placed through the hysteroscopy into first the right tube with 9 coils trailing and then into the left tube with 0 coils trailing. Both devices deployed easily. Both tubal coils were identified prior to the dye being injected and were properly positioned. No evidence of spill in the either tube was seen. The patient tolerated the procedure well and there was no bleeding. There was some bleeding from one of the tenaculum sites, which was then clamped with ring forceps and good hemostasis was clearly identified. She was discharged home in stable condition. On (B)(6) 2016 the patient had 75% of her right coil into the uterine cavity. This could be a reason why the patient ended up with a pregnancy that was intrauterine. Her pregnancy course was completely uncomplicated. She was very healthy and remained very healthy and elected to have an induction at 39 weeks on (B)(6) 2017. She had IV pitocin augmentation. On (B)(6) 2017 the physician was not able to identify explant in the right tube, could not see it anywhere in the pelvis. No signs of perforation. In fact, on the hysterosalpingogram it showed that it was not far enough in to the tube so it likely fell out during the removal of the placenta during delivery, and then the subsequent bleeding afterwards. They will obtain a postoperative x-ray of the pelvis to assure that there was not any other evidence of explants outside of the uterus or outside of the tubes. She received treatment for events pain and bleeding. Plaintiff received treatment for bleeding . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: bilateral tubal occlusion. Pregnancy test - on (B)(6) 2016: results: positive for pregnancy. Ultrasound scan - on an unknown date: results: positive for pregnancy. Diagnostic results: hysterosalpingogram (hsg): on (B)(6) 2015 (cont.) - the right coil is proximally positioned; the coil shows only approximately 25% extending into the fallopian tube, with approximately 75% the length of the coil extending into the uterine cavity. Left micro-insert was satisfactory positioned within the fallopian tube. Total laparoscopic bilateral salpingectomy and removal of essure explant: on (B)(6) 2017 - no essure in right tube. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menometrorrhagia, pregnancy with contraceptive device and device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device (location of device: missing)') in a 24-year-old female patient who had essure (batch no. D13386) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included molar pregnancy (d+c to remove it) in 2012, multigravida (05 pregnancies), parity 4, parity 4 (((B)(6) 2010, (B)(6) 2013, (B)(6) 2015, (B)(6) 2017)) and acute upper respiratory tract infection. Previously administered products included for birth control: depo shot on (B)(6) 2015 and nuvaring from (B)(6) 2015. Concurrent conditions included family history of cardiovascular disorder (family history of blood clots and other heart disease), familial risk factor (family history of parkinson's disease), family history of cancer and smoker. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain/ weekly moderate low pelvic pain"), furuncle ("boils"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"), 3 months 25 days after insertion of essure. On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy (no complications)"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, menstrual disorder, menorrhagia, vaginal haemorrhage, furuncle, migraine, headache, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue and alopecia had not resolved, the pelvic pain, metrorrhagia and genital haemorrhage had resolved and the psychological trauma outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2017. 3798.84g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered alopecia, bladder disorder, device dislocation, dysmenorrhoea, fatigue, furuncle, genital haemorrhage, headache, menorrhagia, menstrual disorder, metrorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: in the plaintiff fact sheet (pfs) that she was planning to remove the missing coil. In the medical records (mr) it was mentioned that both tubal ostia were clearly seen and the essure device was placed through the hysteroscopy into first the right tube with 9 coils trailing and then into the left tube with 0 coils trailing. Both devices deployed easily. Both tubal coils were identified prior to the dye being injected and were properly positioned. No evidence of spill in the either tube was seen. The patient tolerated the procedure well and there was no bleeding. There was some bleeding from one of the tenaculum sites, which was then clamped with ring forceps and good hemostasis was clearly identified. She was discharged home in stable condition. On (B)(6) 2016 the patient had 75% of her right coil into the uterine cavity. This could be a reason why the patient ended up with a pregnancy that was intrauterine. Her pregnancy course was completely uncomplicated. She was very healthy and remained very healthy and elected to have an induction at 39 weeks on (B)(6) 2017. She had IV pitocin augmentation. On (B)(6) 2017 the physician was not able to identify explant in the right tube, could not see it anywhere in the pelvis. No signs of perforation. In fact, on the hysterosalpingogram it showed that it was not far enough in to the tube so it likely fell out during the removal of the placenta during delivery, and then the subsequent bleeding afterwards. They will obtain a postoperative x-ray of the pelvis to assure that there was not any other evidence of explants outside of the uterus or outside of the tubes. She received treatment for events pain and bleeding. Plaintiff received treatment for bleeding . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: bilateral tubal occlusion.. Pregnancy test - on (B)(6) 2016: results: positive for pregnancy.. Ultrasound scan - on an unknown date: results: positive for pregnancy.. Diagnostic results: hysterosalpingogram (hsg): on (B)(6) 2015 (cont.) - the right coil is proximally positioned; the coil shows only approximately 25% extending into the fallopian tube, with approximately 75% the length of the coil extending into the uterine cavity. Left micro-insert was satisfactory positioned within the fallopian tube. Total laparoscopic bilateral salpingectomy and removal of essure explant: on (B)(6) 2017 - no essure in right tube. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menometrorrhagia, pregnancy with contraceptive device and device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received : event "genital bleeding" was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device (location of device: missing)') and pregnancy with contraceptive device ('post-implant pregnancy (no complications)') in a 24-year-old female patient who had essure (batch no. D13386) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included molar pregnancy (d+c to remove it) in 2012, multigravida (05 pregnancies), parity 4, parity 4 (((B)(6) 2010, (B)(6) 2013, (B)(6) 2015, (B)(6) 2017)) and acute upper respiratory tract infection. Previously administered products included for birth control: depo shot on (B)(6) 2015 and nuvaring from (B)(6) 2015 to (B)(6) 2015. Concurrent conditions included family history of cardiovascular disorder (family history of blood clots and other heart disease), familial risk factor (family history of parkinson's disease), family history of cancer and smoker. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain/ weekly moderate low pelvic pain"), furuncle ("boils"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"), 3 months 25 days after insertion of essure. On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), metrorrhagia ("metrorrhagia") and mental disorder ("psych injury"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, menstrual disorder, menorrhagia, vaginal haemorrhage, furuncle, migraine, headache, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue and alopecia had not resolved, the pelvic pain and metrorrhagia had resolved and the mental disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2017. 3798.84g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered alopecia, bladder disorder, device dislocation, dysmenorrhoea, fatigue, furuncle, headache, menorrhagia, menstrual disorder, mental disorder, metrorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: in the plaintiff fact sheet (pfs) that she was planning to remove the missing coil. In the medical records (mr) it was mentioned that both tubal ostia were clearly seen and the essure device was placed through the hysteroscopy into first the right tube with 9 coils trailing and then into the left tube with 0 coils trailing. Both devices deployed easily. Both tubal coils were identified prior to the dye being injected and were properly positioned. No evidence of spill in the either tube was seen. The patient tolerated the procedure well and there was no bleeding. There was some bleeding from one of the tenaculum sites, which was then clamped with ring forceps and good hemostasis was clearly identified. She was discharged home in stable condition. On (B)(6) 2016 the patient had 75% of her right coil into the uterine cavity. This could be a reason why the patient ended up with a pregnancy that was intrauterine. Her pregnancy course was completely uncomplicated. She was very healthy and remained very healthy and elected to have an induction at 39 weeks on (B)(6) 2017. She had IV pitocin augmentation. On (B)(6) 2017 the physician was not able to identify explant in the right tube, could not see it anywhere in the pelvis. No signs of perforation. In fact, on the hysterosalpingogram it showed that it was not far enough in to the tube so it likely fell out during the removal of the placenta during delivery, and then the subsequent bleeding afterwards. They will obtain a postoperative x-ray of the pelvis to assure that there was not any other evidence of explants outside of the uterus or outside of the tubes. She received treatment for events pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: bilateral tubal occlusion.. Pregnancy test - on (B)(6) 2016: results: positive for pregnancy.. Ultrasound scan - on an unknown date: results: positive for pregnancy.. Diagnostic results: hysterosalpingogram (hsg): on (B)(6) 2015 (cont.) - the right coil is proximally positioned; the coil shows only approximately 25% extending into the fallopian tube, with approximately 75% the length of the coil extending into the uterine cavity. Left micro-insert was satisfactory positioned within the fallopian tube. Total laparoscopic bilateral salpingectomy and removal of essure explant: on (B)(6) 2017 - no essure in right tube. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menometrorrhagia, pregnancy with contraceptive device and device dislocation.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet: received. Added event psych injury and metrorrhagia. Outcome of events metrorrhagia and pelvic pain was updated as recovered. We received a lot number/returned sample/serial number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.